Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. Fse (field service engineer) confirmed error code 3125 (difference between air flow sensor and exhalation flow sensor during air delivery test 8). Fse replaced bacteria filter from customer stock. The device successfully passed performance specification testing after the repair was completed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported getting error air delivery system failed. No patient/user harm reported.